Manufacturer narrative:
The customer reported the therapy cable was not being recognized by the device. The unit was evaluated at philips. The symptom could not be duplicated and the device passed all testing. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause since we could not duplicate the symptom.

Event description:
The customer reported the therapy cable was not being recognized by the device.